Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon further inspection, the fse confirmed a software error in the suite pc. The fse reinstalled the suite pc software to resolve the issue. The system was returned to use in good working condition and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer.